Event description:
An 85-year-old male underwent a scheduled high risk percutaneous coronary intervention (hrpci) supported with an impella cp (sn (B)(6)) due to severely reduced left ventricular ejection fraction (<30%), a pre-existing crt d, and renal insufficiency. The device was placed percutaneously via the left femoral artery on (B)(6) 2026 at 09:35. The procedure initially progressed as expected, and rotational atherectomy was completed successfully. During subsequent balloon dilation, a coronary artery perforation occurred, resulting in a pericardial effusion requiring emergent pericardial drainage. As the intervention continued, perforations developed in two additional coronary arteries (rca, lad, and circumflex involvement). The patient received four units of blood and was transferred to the intensive care unit, where stabilization attempts were made using inotropes and vasopressors. Despite these measures, the patient experienced global pump failure and subsequently died. Based on the information provided, the patient¿s deterioration and subsequent death were attributed to complications of the interventional procedure¿specifically multiple coronary artery perforations and resulting hemodynamic collapse. The clinician confirmed that the impella cp functioned as intended and did not contribute to the event. No device related failure or malfunction was identified, and the patient injury and fatal outcome were not attributed to the impella device. The device will be returned for evaluation. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the procedure complication.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the procedure complication.

Manufacturer narrative:
D4. Serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.